Event description:
It was reported that the cartridge did not fit onto the pump. There was no adverse impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.